Event description:
The customer received a blood glucose reading of 204 on the contour. She was retested on a hospital meter with readings of 50 and 70mg/dl. She was given some orange juice. Further information was not provided. The difference between the readings fell in the "d" zone of the consensus error grid, making the difference clinically significant. There was no evidence of an adverse event. The customer returned the test strips for evaluation. New meter and strips were sent to her.